Event description:
It was reported that multiple episodes of rv oversensing and non-sustained egms due to noise on the rv lead were observed. Noise was the only issue seen during the device interrogation. The possibility of a lead revision was discussed. It was later noted that the decision has not been made. Lead remains implanted. The patient was stable.